Event description:
It was reported that on (B)(6) 2022, the patient experienced bacterial infection at the exit site of the driveline. They were admitted on (B)(6) 2022 and discharged on (B)(6) 2023. The cause of the infection was thought to be complexities of medical management. During the admission, the patient was treated with surgical and drug therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Related MFR # 2916596-2022-12727. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.